Event description:
It was reported that the pump displayed the reset screen unexpectedly. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer switched to a backup insulin pump to resolve high bg. The customer continued to use backup insulin pump for therapy.